Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable issue of band prematurely deployed. Medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was partially rolled in the handle assembly and secured in the handle slot when received. The tripwire was kinked in several locations at the proximal section. It was possible to observed that the ligator head was returned with six bands present, some bands were moved out of their original positions, some bands were caught under other bands and one band was broken. The ligator teeth were bent. Additionally, the suture was intact and was attached to the distal tripwire loop. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. A media inspection of the photos provided by the complainant was also performed and noted the same problems with the ligator head that were found in the device analysis. The reported events were confirmed. Based on the evaluation of the returned ligator head, these problems are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity. Additionally, the trip wire was kinked. This could have occurred during manipulation of the device during set up when removing slack or while turning the handle assembly during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the 1st speedband device was setup properly and was attached to the end of the endoscope. The device was then inserted inside of the patient, and the physician attempted to deploy a band in the desired area, but the sixth band rolled over to the 1st and 5th bands, causing the bands that got tangled on each other. The scope and device were removed from the patient, and the tech attempted to attach another bander to the scope; however, the same issue happened to the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device were provided by the complainant and showed the bands attached on the ligator head. Several bands were overlapped and tangled. Additionally, one band is broken.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the 1st speedband device was setup properly and was attached to the end of the endoscope. The device was then inserted inside of the patient, and the physician attempted to deploy a band in the desired area, but the sixth band rolled over to the 1st and 5th bands, causing the bands that got tangled on each other. The scope and device were removed from the patient, and the tech attempted to attach another bander to the scope; however, the same issue happened to the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device were provided by the complainant and showed the bands attached on the ligator head. Several bands were overlapped and tangled. Additionally, one band is broken.